Manufacturer narrative:
Further information was requested but not received. No intervention was performed.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited failure to sense. No intervention was performed. The patient status was unknown.